Event description:
It was reported that stent damage occurred. During preparation of a 3.00x20mm promus element ¿ drug-eluting stent, the mid part of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the midsection of the stent (distal stent rows 7-8) the stent was damaged with stent struts lifted and pulled proximally. On distal stent row 4, stent struts were flared on one side (lifted from the crimped stent position). The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a kink at 550 mm distal from the distal end of the strain relief. This type of damage most likely occurred due to excessive force that could have been applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x20mm promus element ¿ drug-eluting stent, the mid part of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.